Manufacturer narrative:
Age/date of birth: unknown/not provided. Sex/gender: unknown/not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) did not want to unfold properly. The lens went into the eye bowed, therefore, the lens was removed and replaced with another lens. No additional information.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional info: further information was provided and reported there was no patient injury. The replacement lens with the same model and diopter was successfully implanted. The patient's age, gender, and the surgeon's name was provided and have been updated accordingly. The following sections have been updated accordingly: age/date of birth: 70. Sex/gender: female. (B)(6). Health professional: yes. Occupation: physician. Initial reporter also sent report to FDA: unknown. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: product evaluation was not performed because the product has not been returned. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no other complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.